Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture baker grade IV area physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "fluid, pain and swelling, implant is mushy and more painful" and capsular contracture baker grade IV further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "fluid, pain and swelling, implant is mushy and more painful". Healthcare provider reported left side capsular contracture baker grade IV. Device remains implanted.